Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 11/13/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal the complaint device was received with the plunger rod completely advanced; the plunger rod tip was damaged in a way consistent with damage that may have occurred during shipping. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected revealing no damage; however, viscoelastic residue was identified which could indicate an excessive amount was used and could have contributed to the complaint event. The lack of damage in the lens module indicates that the plunger rod tip was likely damaged after advancement. Device assembly was inspected revealing no issue; viscoelastic residue was below the lens module which could indicate an excessive amount was used. Plunger rod advancement was inspected and presented with no issues. The lens was removed from the implant notification card, and cleaned revealing cosmetic scratches to the optic body. Manufacturing record evaluation: the manufacturing records review for this device shows that it was released within specification. Conclusion: the complaint issue "unspecified/other w/ patient involvement" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was malfunctioned after inserting into the patient's eye. The lens was removed and replaced in the same procedure. No other information is available.

Manufacturer narrative:
Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.